Event description:
The customer observed falsely elevated architect prolactin results which questioned by the physician for one 45yrs old female patient. The result provided were: on (B)(6) 2023, 408 ng/ml / previous history on (B)(6) 21ng/ml; in (B)(6), 32 ng/ml laboratory reference range for prolactin=5.18 to 26.53 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect prolactin results which questioned by the physician for one 45yrs old female patient. The result provided were: on (B)(6) 2023=408 ng/ml /previous history in (B)(6) =21 ng/ml; in (B)(6) =32 ng/ml laboratory reference range for prolactin=5.18 to 26.53 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing for architect prolactin reagent lot number 44164ud02. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any non-statistical trend. The trending report review determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. Accuracy testing was performed with a retained kit of lot 44086fp00, and all specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect prolactin reagent lot number 44164ud02.